Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin pump errors noted. The motor was tested outside of the device and passed. However, software error alarm found in the insulin pump history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 52 mg/dl,230mg/dl. The customer was treated with carb. Customer also reported that multiple pump errors was found but customer stated they were able to rewind the insulin pump. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.